Event description:
A malfunction alarm identified as "malf 24" was reported by the customer, with a fault ID of malf 24-0x2219. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer will use a backup therapy of multiple daily injections (mdi) to ensure insulin delivery is not interrupted. Tandem technical support provided the customer with a replacement pump featuring updated software and instructed on procedures for setup and returning the malfunctioning pump. The customer understood and acknowledged all instructions.